Event description:
(B)(4). I am now scheduled for a hysterectomy due to chronic pelvic pain. This device need to be off the market, I have been suffering for over 4 years. I pray that no other woman have to experience the pain that I've experienced.

Event description:
(B)(4). It started with stomach pain, then leg pain and numbness, then severe constipation and now all over severe chronic body pain. I have no other medical conditions.